Event description:
Hcp reported a pt implanted with an itrel 3 and a pisces quad electrode underwent a diagnostic ultrasound of the abdomen in 2003. During this examination the ultrasound probe directed towards the ipg and the extension. One month after this examination the pt was paralyzed in both legs, and as a result, the pt now uses a wheel chair. No report of device explantation. A follow-up report will be sent if additional info is received.